Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and it was found the malfunction occurred due to the failures of the camera cable and ccd unit. It was also found that the third-party work on the camera cable and ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the image of the subject device flickered intermittently and did not displayed. There was no report of patient injury associated with the event.